Manufacturer narrative:
The failure mode of black smudge coming from tip was confirmed. Probable root causes that may be associated, but are not limited to: manufacturing assembly error; incorrect or inadequate packaging; severe shipping conditions; improper cleaning/sterilization leading to rust/corrosion; from the investigation and evidence gathered it was determined that root cause was user error not following the instruction for use in the sense that the device was improperly cleaned. There were no delays, no additional medical intervention and no adverse effects reported in this event. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a black smudge came off of the tip of the device onto the surgeons hand.

Event description:
It was reported that a black smudge came off of the tip of the device onto the surgeons hand.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.